Manufacturer narrative:
The device was returned to olympus and the device evaluation found, printed circuit board failure and front panel faulty push button had no sound when depressed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite video system center had no image. The issue was found prior to use for an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Update to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty circuit board. Olympus will continue to monitor field performance for this device.

Event description:
There was a 10 minute delay, changing devices.